Manufacturer narrative:
Device unable to prime during the prime/compromised force sensor system test due to faulty force sensor resistor minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had high blood glucose. Customer's blood glucose was 340 mg/dl. After troubleshooting, customer wanted the device replaced. Customer agreed to return the device for analysis.